Event description:
The customer's wife complained of insulin gelling in the insulin pump and of the insulin pump alarming motor error. During the phone call, the customer's wife stated that the customer has been in and out of the hospital since may due to hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.